Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple intermittent unspecified cartridge alarms during the load process. The customer's blood glucose levels were in the low to mid 200's (mg/dl) range. As the contact did not have the pump available at the time of the reported event, tandem technical support was unable to perform troubleshooting and confirm the alarm number.